Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead had dislodged via x-ray examination. It was also noted that the lead exhibited high capture threshold. The lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.